Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient programmer was not working because it wouldn't change from group b to group c and there was no light in the patient programmer. They changed the batteries in the programmer and the (a) was on the programmer screen but now it was gone. It was reported that the patient programmer kept a noise the other night. There was a report that their setting changes by itself since they had the implant. A manufacturer representative was seen two months prior where they changed the setting from group c to group b and therapy hadn't worked the same since then. It was reported that they were riding their lawn mower or tractor and the setting jumped to 700 and going crazy and also noted that it changes often since they had the implant. The patient reported that the buttons didn't work. Synchronizing with the patient programmer showed that the settings were on group b, at 5.40 volts, therapy was on, and the battery icon was full. The patient was assisted in changing from group b to group c where it was reviewed that the patient programmer was functioning as it was designed. Additional information received reported that the patient saw their healthcare professional (hcp) on (B)(6) 2016. The patient was told during the visit that it was impossible for the machine they have to change on its own. There was a report that it was possible that it would charge when they ride their lawn mower, tractor, or even in their own pick up if the ride was rough. The last time it quit was then the patient was laying in bed looking at their control as they knew the stimulator was not acting properly and it just made a noise and stopped/wen blank entirely. They were able to get it working again but not entirely. Relevant medical history includes non-malignant pain and post laminectomy pain.

Manufacturer narrative:
Aware date on initial report ( #3004209178-2016-22510) has been corrected to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.